Event description:
It was reported the device had a por (power on reset), which disabled telemetry c, while still in the box. It subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: analysis found a firmware error message/code. A pulsed watchdog por (power on reset) and no telemetry c occurred when the device was interrogated in its original, sealed package. Telemetry c worked after the por was cleared. Further analysis found a reset pulse was sent to both the controller (hardware) and and the microprocessor (firmware) because the firmware did not write to the escape register for three escape reset periods.